Event description:
During cardiac catheterization procedure, the console stalled and the rotoblator burr stopped in the vessel. Attempts to dynaglide, advance or withdraw the burr were at first unsuccessful but the physician was eventually able to withdraw the burr and wire.